Event description:
Reporting status: serous injury-medical intervention. Reporting rationale: separated guide wire requiring medical intervention (snaring). Device issue: guide wire separation. It was reported that the guide wire snapped in half during use. The separated guide wire had to be removed with the use of a snare device. Add'l info reported that the guide wire was being used in a peripheral case and was in the left superficial femoral artery (sfa). There was no balloon catheter advanced over the guide wire and it was being used with a crossover sheath. No add'l event or pt info is available.

Manufacturer narrative:
Results - quality engineering has not completed their investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the core and coils. The core was separated at the distal end of the hypotube. There was approx .5mm of core extending from the distal end of the hypotube. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.